Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 8 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. The 2 open samples received have the needle detached from the thread but are used and a further analysis cannot be done to them. Tested the needle attachment strength of the 8 closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Actions on product: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. Needles detached.